Manufacturer narrative:
The device is not required to for return.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was above 500 mg/dl with symptoms of dehydration and confusion. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. An occlusion issue occurring during a bolus was reported. During troubleshooting, it was reported that the cartridge was not being used per instructions. Following the occlusion alarm, the patient delivered a bolus that was less than required. There was no indication or allegation of a device malfunction. This complaint is being reported because the health event was attributed a use error.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016-device evaluation:the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis on 12/18/2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.